Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient reported that a device shocked them. The patient claimed it happened all the time and they saw the hcp about a few weeks ago. No further complications are anticipated.